Event description:
Subsequent to the initially filed report, the following clarification/ information was received. It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional thrombectomy and angioplasty procedure with an 8f sheath. Reportedly, steps 1 and 2 were completed. However, when the plunger was pulled during step 3, it became completely disconnected from the rest of the device [suture break]. A second perclose device was used and an unspecified failure occurred. A third perclose was used successfully to achieve hemostasis. Visible bruising was noted [as a result of the failures] and manual compression was used to treat the bruising. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The patient effect of hematoma is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.e1 - initial reporter name/hospital: physician and hospital details provided. H6: health effect clinical code 4582 removed. H6: medical device problem code 1430 removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of an unspecified access site using a prostyle device relative to an unspecified procedure. Reportedly, the back end [plunger] came out before the plunger could be pushed in [step 2]. An unspecified method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.